Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Electrogram (egm) review showed no evidence noise. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.